Manufacturer narrative:
Reserved patient samples were retested with a different kit of tni-ultra on a different advia centaur xp instrument and the repeat testing confirmed the false high results. Siemens medical solutions diagnostics has issued two customer bulletins to provide more information and instruction to customers regarding this troponin ultra issue. Additionally, a resolution for this issue has been identified and became available in october, 2007.

Event description:
A customer reported that in 2007, a patient sample tested positive for troponin on the advia centaur tni-ultra assay. The patient sample was retested the next day, on the advia centaur tni-ultra and the sample tested positive for troponin again. The next month, a cardiac catheterization performed with findings of moderate left main coronary vessel disease, moderate right proximal right coronary disease, normal left ventricular function and the absence of pulmonary emboli. The elevated troponin results contributed to the decision to conduct the cardiac catheterization.